Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax loaner video scope ec38-i10l. In the event reported, it was stated that there was no video image, the user also stated it's an out of box failure. The event timing was in the operating room before use. There was no adverse event reported with this complaint. The loaner device was returned to pentax for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. The inspection findings are as follows: customer complaint confirmed; image blackout; passed wet leak test; passed dry leak test. The loaner device is currently pending repair and will be returned to inventory upon completion. A review of the service history indicates the device was routinely serviced at a pentax facility. On 11-oct-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 27may2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.